Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin alarmed no delivery multiple times. The current blood glucose reading is 123 mg/dl. The blood glucose reading at the time of the event was 749 mg/dl. Customer wasn't feeling well and large ketones. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.